Event description:
It was reported that during a routine post implant follow-up, high capture threshold and low sensing were observed. Pacing lead impedance was variable. Device interrogation revealed multiple episodes of non-sustained lead noise. The patient complained of intermittent stabbing pains in his heart. X-ray showed that the lead perforated the heart. Therapy was disabled until a repositioning procedure could be performed. One week later, the lead was easily explanted. Replacement was three weeks later and tachy therapies were programmed off until then. There were no complications and the patient was well following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.